Event description:
It was reported to philips healthcare that the codemaster xl's led and ac power indication lights do not turn on. There is no indication of any pt involvement.

Manufacturer narrative:
(B)(4).